Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery gauge went from 50% battery life to 10% after plugging the pump into a power source to charge. Then later, the pump battery gauge jumped from 50% battery life up to 100% without charging the pump. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
.